Event description:
Olympus (omsc) was informed that the olympus asset was returned to the repair center for a reported ¿some of the wires constituting the forceps elevator wire are cut or frayed but not raised¿ which was found during an unspecified event. However, the during the repair inspection the adhesive of the light guide lens at the distal end is found peeling off and leaving a gap. No death, injury or harm has been reported to olympus. This report is being submitted to capture the adhesive of the light guide lens is peeling off.

Manufacturer narrative:
The repair inspection confirmed the customer reported issue, the elevator wire is completely cut off. Additionally, the adhesive of the light guide lens at the distal end is found peeling off leaving a gap. The inspection also noted a pinhole on connecting tube, water tightness is lost. The bending angle in up direction and the play of u/d knob both do not meet the standard value due to a worn angle wires. The adhesive on the bending section is chipped. The insertion tube is pinched and the universal cord is wrinkled. The distal end cover is scratched, and the suction cylinder is scraped. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light guide lens glue was peeled off and there was a gap in the distal end glue, or stain entered inside the lens through the gap (models with a forceps elevator) was caused by deterioration over time due to use stress, external factors, or handling. The root cause of the subject event was not specified. Olympus will continue to monitor field performance for this device.